Event description:
It reported that the impedance on the right ventricular (rv) lead had steadily increased and was high. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the impedance on the right ventricular (rv) lead had steadily increased and was high. Additional information was received which indicated that the lead had an apparent fracture. The lead was explanted and replaced. The lead will be returned. No patient complications have been reported as a result of this event.

Event description:
It reported that the impedance on the right ventricular (rv) lead had steadily increased and was high. Additional information was received which indicated that the lead had an apparent fracture. The lead was explanted and replaced. The lead was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 7232cx, implantable cardioverter defibrillator (ICD) implanted: 2004 (B)(6), explanted: 2013 (B)(6). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two patient alerts for right ventricular pace lead impedance occurred on (B)(6) 2009, 03:00:04 and (B)(6) 2012, 03:00:04. Weekly pace lead impedance trend data shows a gradual increase for min and max ventricular pace from 1600 to 2048 ohms peak between (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a distal portion was received measuring 48 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).